Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of dilaudid at 0.20mg/day via an implantable infusion pump for spinal pain. It was reported that the patient's pump was activated on (B)(6) 2018 and on (B)(6) 2018 they had to bring the patient to the ER and they gave her narcan. It was reported that the patient's pain clinic didn't take them off the 15mg methadone and 75mg fentanyl patch. It was reported that the patient's spouse took the fentanyl patch off at the end of the afternoon. The patient was given "0.10" narcan at 6pm and they woke up just a little bit. The patient was then given "0.20" a couple of hours later. The patient was probably given 4 doses of narcan throughout the evening. By midnight the patient had come around and their spouse picked them up at 3am. The patient was taken off of all of the oral medications and they did not experience any withdrawal symptoms. The patient reported a little bit of pain came back on (B)(6) 2018. The patient had pain in their hands and feet. They reported that the pump is not quite doing the job. It was reported that the patient couldn't keep their eyes open and couldn¿t concentrate. The patient spent an hour on the commode trying to pee. The patient went to bed and they were out for two hours and at 5pm the spouse tried to wake them and they wouldn't wake up. The patient would be going to a doctor appointment next week either wednesday or thursday and they will adjust the pump for pain. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the combination of the drug in the pump and their fentanyl patch and methadone was what caused the overdose. The patient's weight was (B)(6). It was reported that the issue was resolved. No further complications were anticipated/reported.